Manufacturer narrative:
The initial reported event was received on 26-aug-2017. Of note, the reportable malfunction is normally submitted via a bimonthly report submission that would have been due on submission 10-oct-2017. Information was subsequently received on 28-sep-2017 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to the death], this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported the patient presented to the emergency room in cardiac arrest and the emergency medical system delivered five shocks. It was determined the device was at end of service and there was a charge circuit timeout. The remote monitor transmission revealed there were non-sustained ventricular tachycardia episodes. It was also revealed that approximately two weeks prior, a right ventricular (rv) lead warning indicated there were non-sustained ventricular tachycardia episodes and the sensing integrity counter/short v-v was noted. The patient was admitted to the hospital. Additional information was requested and it was learned the patient is deceased and the cause of death was listed as ventricular fibrillation.